Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left m1 segment of the middle cerebral artery (mca) using a penumbra engine canister (canister). During the procedure, the physician placed the canister on the penumbra engine pump (engine) and noticed only three lights would illuminate indicating that the engine was not at a full aspiration power. Therefore, the canister was removed. The procedure was completed using a new canister and the same engine. There was no report of an adverse effect to the patient.